Event description:
Consumer reported via social media that she had an unspecified number of tampons fall apart while using them. With one of them she was unaware that a piece had remained inside of her until she started to feel horrible. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.